Event description:
It was reported that balloon rupture occurred.the patient presented with peripheral artery disease (pad). The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 2 seconds, the balloon ruptured near the balloon shoulder. The device was removed and completed the procedure with another of same device. There were no patient injury reported and the patient condition was good.